Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department; the malfunction was duplicated and attributed to a corrupted software version. The cause of the software corruption could not be firmly established. The software version 15.02 was reinstalled to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.